Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp solution set leaked lipids from the y-site port. This occurred during lipid injectable emulsion (smof) treatment. The leak was noticed approximately 4.5 hours after the start of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the photo observed a leak at the gland of the y site clearlink. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, were performed on the sample; no defects were observed. The reported condition was verified in the photo. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.